Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an intertrochanteric 31-a2 femoral fracture surgery took place. During the surgery, the surgeon tried to insert guide wire connected with the k-wire chuck but it did not rotate. An attempt to set the dial to 3.2mm was unsuccessful. Accordingly to the surgeon while performing oblique locking, the drill bit was very dull and did not work properly and took about five minutes to finish drilling. There was a reported surgical delayed for twenty minutes. This report is for an unknown guide wire. This report is 3 of 3 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown guide wire. Device instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.